Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported patient effects (heart failure and recurrent mr) could not be determined as no case-specific detail was provided. The reported patient effects of heart failure and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled ¿intraprocedural doppler and invasive hemodynamic profiling predict clinical outcomes after mitral teer.¿

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Attachment: article titled ¿intraprocedural doppler and invasive hemodynamic profiling predict clinical outcomes after mitral teer.¿

Event description:
It was reported through a research article that 181 patients underwent mitral transcatheter edge-to-edge repair (teer) from 2014 to 2022. Within one year of the procedure, the implanted mitraclips may have caused or contributed to heart failure, hospitalization, and recurrent mitral regurgitation (mr). Additional information is listed in the attached article, ¿intraprocedural doppler and invasive hemodynamic profiling predict clinical outcomes after mitral teer.¿